Event description:
It was reported that during the implant attempt, there was difficulty extending the helix. After multiple rotations with torque built up, the helix would not extend. The physician drew back the stylet and re-advanced which resulted in helix extension. After implant, the analyzer cable interfacer (aci) tool would not come off with normal pull force. The pin was pushed against a flat surface in order to push the pin through the aci tool. The lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.